Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient came to clinic for regular scheduled check, inappropriate auto mode switching events were observed. Programming changes were suggested.